Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was 229 mg/dl. The customer reported that the insulin pump does no turn on after changing the battery multiple times. The troubleshooting was performed and was advised to insert a new battery and display did not return. The customer was advised to change battery clean the battery cap terminal. The insulin pump will not be returned for analysis.